Manufacturer narrative:
Corrected data: results code was changed from 3221 to 213 due to update received conclusion code was changed from 4315 to 67 due to update received.

Manufacturer narrative:
Based on the information provided a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's lead migrated. As a result, the patient underwent surgical intervention wherein the lead was explanted and replaced with two octrode leads to address the issue.